Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No alarm for a loose drive support disk could be verified due to the unresponsive buttons. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, cracked battery tube threads and cracked end cap.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Iit is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 158 mg/dl. The customer also received an error alarm during trouble shooting. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided